Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further info from the reporter regarding event, product, or patient details has een requested. No additional info is available at this time. The event of "biofilm infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with unspecified "dermal filler" pt developed a "suspected biofilm infection." Pt was "treated" and "everything resolved."